Manufacturer narrative:
The tubing on the returned sample had ballooned and a blockage was still visible through the ballooned section of the tube. It appears the tube burst due to excess pressure. The IFU states "warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube." And also contains instructions for tube maintenance.

Event description:
The tube burst and part of it was left in the patient. The retained piece was successfully removed by endoscopy. The burst tube was discovered when tube feeds were coming out of the patient's mouth.